Manufacturer narrative:
(B)(4). Physio-control advised the biomedical engineer that the device is not field serviceable and no longer under warranty. Physio recommended that the customer purchase a new device. It was later confirmed that the device has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would only power on intermittently. The customer further advised that the lid was missing off of the device and that the on/off button was slightly pushed in to the device. It is unknown how the lid went missing or how the on/off button became recessed into the device. There was no patient use associated with the reported event.